Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on 11/4/2016 alleging that on (B)(6) 2016, the patient was hospitalized with the diagnosis of diabetic ketoacidosis while on insulin pump therapy. The patient reportedly had symptoms suggestive of hyperglycemia to include large urinary ketones, strong, fruity breath odor, extreme drowsiness with difficulty waking, blurred vision, polydipsia, polyuria, nausea, dehydration, vomiting and confusion. The blood glucose was reported to be =500 mg/dl. The patient reportedly received treatment of insulin via injection and intravenous fluids. The reporter alleged an inaccurate delivery issue with the insulin pump. Troubleshooting by animas customer technical support revealed the basal history did not match the patient¿s active basal program. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: the total daily dose (tdd) history matched the basal and bolus history; the basal history added up correctly to the basal segment programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was run on a basal program of 1 unit/hr for 24 hours and the pump history indicated that the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the pump would not vibrate; however, the audible functioned properly. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and worked properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).